Event description:
During aaa repair in 2007, the gray positioner (near the back of the device and closest to the safety wire release mechanism) came apart. It separated completely from the white hub during the deploying of the suprarenal stent. This caused difficulties in releasing the top cap and then also recapturing the top cap. The patient did not have a tortuous anatomy and did lose a lot of blood during this procedure. The hub was noticed to be leaking before the separation was noticed. The physician was able to successfully complete the procedure by jiggling the cannula gently a little to work the top cap off. He was very careful through the barbs and held the positioner where it was separating so that the device would function correctly to recapture the top cap. Patient outcome was fine.

Manufacturer narrative:
Evaluation: still under investigation.